Event description:
It was reported the light source exhibited no image/gray image. The issue occurred in the middle of an unspecified procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5 correction: it was reported the light source exhibited no image/gray image. The issue occurred in the middle of an unspecified procedure. There were no reports of patient harm or impact associated with this event.

Event description:
It was reported the light source exhibited no image/gray image. The user rebooted to get the image back. The issue occurred in the middle of an unspecified procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over two (2) years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer reportable malfunction was not confirmed. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the "gray image" malfunction could not be identified. Olympus will continue to monitor field performance for this device.